Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: the air/water cylinder had no color, the suction cylinder had no color, the grip had a crack, switch 1 had a pinhole, the cover of the light guide bundle was damaged, due to corrosion on the plug unit, a b30 (scope communication error) occurred, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the plastic distal end cover had a burn, the adhesive on the bending section cover rubber had a crack, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii gastrointestinal videoscope was returned for an unspecified reason. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received. The device was returned to olympus for a device evaluation and found the air/water tube and cylinder had foreign objects attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.